Event description:
It was reported that 2 years and 124 days after a coronary drug eluting stenting treatment procedure stent thrombosis occurred. Per the procedure notes, the initial procedure treated a lesion located in the proximal obtuse marginal (om) artery. A 6fr fl4 guide catheter was advanced to the left main (lm) artery, and a .014"x300cm guidewire was placed across the lesion in the om-1. A maverick 2.0x15mm balloon was advanced to the lesion and inflated at 6 atmospheres (atms) for 15 seconds for multiple inflations. The maverick was removed and a 2.75x16mm taxus express2 drug eluting stent was advanced to the lesion and deployed at 16 atms for 15 seconds. The procedure was successfully completed and the pt was transferred to the nursing unit with no complications reported. Medications used during the procedure included versed, fentanyl, heparin, and integrilin. Two years and 124 days later, the pt presented with chest pain and a thrombosis was noted. A 6fr cls 3.5 runway guide catheter was inserted into the lm and a pt graphix guidewire was placed across the lesion. A maverick 2.0x15mm balloon was placed across the lesion in the mid om-1 and inflated at 12 atm for multiple inflations. At this point the pt's chest pain began decreasing. The maverick balloon was removed. A rio aspiration catheter was inserted over the pt graphix guidewire and was placed across the lesion in the mid om. Aspiration was performed and no clot was visualized. The rio catheter was inserted again over the wire and placed across lesion in the om. Aspiration was performed and no clot was visualized. The non-bsc thrombectomy catheter was inserted over the wire and placed across the lesion in the mid om. The thrombectomy catheter pass was aborted and the non-bsc thrombectomy catheter was removed. A 2.75x15mm maverick balloon was advanced to the lesion and inflated multiple times at 10 atm for 5 seconds. The balloon was removed and the procedure was completed. The pt was released to ccu. Medications used during the procedure included reopro, versed, fentanyl, and plavix.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.